Event description:
It was reported that while operating on a test lung, this ht70 ventilator generated a system error with continuous alarm. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section d4 unique identifier (UDI) #: device manufactured prior to 2013-dec-23 section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H4 device mfg date: estimated section h9 FDA 806 number: 2024500-05-13-2025-001-r h3: it was reported that while operating on a test lung, this ht70 ventilator generated a system error with continuous alarm. The ventilator was not made available to medtronic for evaluation. Third-party service provider, (B)(4), inspected the unit, confirmed the reported issue and replaced the control board which had a damaged c92 capacitor. On review of the image provided it was confirmed that the c92 capacitor on the control board was thermally damaged. If a failure of the c92 capacitor on the control board occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the reported event was isolated to a faulty c92 capacitor on the control board. The ventilator is in scope of the field corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d9 was updated due to part return section h6 evaluation code method (annex b) additional code added due to analysis of returned part. H3 device evaluation summary: was updated due to analysis of returned part medtronic conducted an investigation based upon all information received. It was reported that while operating on a test lung, this ht70 ventilator generated a system error with continuous alarm. The ventilator was not made available to medtronic for evaluation. Third-party service provider, tokibo (tkb), inspected the unit, found damage on the main control board (c92 capacitor) and replaced the main control board, with one from another device. On review of the image provided it was confirmed that the c92 capacitor on the control board was thermally damaged. One main control board was returned to medtronic for analysis. The visual inspection of the main control board identified a faulty c92 capacitor. If a failure of c92 capacitor on the main control board occurs while in use on a patient, the ventilator response would be a loss of ventilation (lov). The cause of the reported event was isolated to a faulty c92 capacitor on the main control board. The ventilator is in scope of the field corrective action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.